Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5, lab: 4.4. Date: (B)(6) 2010, inratio: 4.5, lab: ng.

Manufacturer narrative:
Investigation pending.